Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
Customer reported receiving a glucose result of "hi" (>500 mg/dl) on their freestyle freedom blood glucose monitor. They administered 30 units of insulin to themselves based upon this result. The customer then reported feeling lightheaded, having impaired vision, and experiencing shaking in their right arm and a headache. Paramedics were called, and the customer was given an unspecified liquid in order to stabilize glucose levels.